Manufacturer narrative:
The device history records for the hdf-3500 device and pad-pak were reviewed and this confirmed that all manufacturing and quality checks and test had been successfully completed. The hdf-3500 passed 'out qat' from heartsine technologies on the 11th april 2018. Although no visual abnormalities or variation in the physical spring resistance of the pogo-pins were identified, measurements taken during the investigation confirmed the failure of the -ve pogo-pin. This had resulted in an intermittent connection from the device to the pad-pak, resulting in voltage fluctuations and low battery fails on the (B)(6) 2019 and the (B)(6) 2020. The user would have been alerted with ¿warning, low battery¿ prompts as per the reported fault.

Event description:
During periodic inspection, the low battery prompt played when the device was switched on. Replacement of pad-pak removed the fault which subsequently returned several months later. No patient involvement.